Event description:
Device issue: peeling balloon material. Adverse event: none. Time of malfunction: during the procedure. It was reported that during a left anterior descending artery (lad) stenting procedure, there was resistance felt when advancing the stent delivery system through the guide catheter. The device was removed. The procedure was completed with a non-abbott device. There was no adverse pt sequelae reported. Although requested, there was no add'l info provided. This event is being filed based on the analysis of the returned product which revealed that the balloon material was peeling.

Manufacturer narrative:
(B)(4). The device has been received. The investigation is not yet complete.